Event description:
Per the clinic, the patient experienced redness and swelling at the implant site. The patient was prescribed oral antibiotics (date, type and dosage not reported). The issues have reportedly resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.